Event description:
It was reported that the patient went to the hospital with complaint of a cramping sensation on the right side of their chest. It was found that the right atrial lead had dislodged. The lead was going to be repositioned, but atrial sensing was good and atrial pacing was not necessary. The lead was not repositioned. The pacing mode was changed to vvi. The lead is still in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk review noted that no anomalies were found.